Event description:
After making one pass with the device and removing it from the pt, the retriever was able to be backloaded into the insertion tool, but was not able to pass through the insertion tool into the microcatheter. The physician noticed two strands of fibers hanging from the tip. The device had fractured aprox 4mm from the distal tip. A second device was opened and the case was completed without adverse clinical sequelae to the pt.

Manufacturer narrative:
The core wire was fractured about 4mm proximal to the distal tip. The platinum coil wire was unraveled back to the distal side of the retriever helix. All device components were accounted for. The distal tip of the retriever was held onto the device by the platinum wire. The retriever core wire diamater adjacent to the fracture measured within specification. The clear tubing at the distal end of the insertion tool was kinked, which most likely occurred during clinical use. An attempt was made to recreate this event and it appears that the most likely cause of the failure was a kink present in the insertion tool. During insertion of the retriever x6 through the kinked insertion too, the tip of the insertion tool was misaligned with the microcatheter hub causing the retriever tip to become wedged between the hub of the microcatheter and the insertion tool tip. Upon withdrawal, the tip fractured due to the tip being fixed. The failure mode observed during the simulation was very similar to the failure mode seen in the returned product.